Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis station was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the station had a black screen and was not communicating. A technical support specialist contacted the customer, who informed that the entire unit was experiencing a power issue and requested to close the complaint.

Manufacturer narrative:
Correction: h3 and imdrf annex b.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis station was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.